Event description:
A malfunction alarm was reported with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterward. The customer received instructions to continue using the pump and to contact support if the issue returned, which they acknowledged and understood.